Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 375cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. In (B)(6) 2019 patient was involved in a car accident. As a result, patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate profile saline breast implants on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 9/21/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Note: two products for this claim with lot numbers 5531837 and 5595598. The initial left lot #5531837 reported as deflated has been received with no damage and lot #5595598 is deflated but does not match with the lot # that was reported initially for right side (lot #5607968). Clarification is in progress. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clarifications on (B)(6) 2020,the deflated device lot #5595598 returned will be impacted device. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. According to the information received, the patient experienced deflation in the right breast implant after a car accident. During the visual evaluation, an anomaly was observed on the anterior view of the device extending to the posterior view consistent with a crease/fold. A tear was also found within the crease/fold on the posterior aspect measuring approximately 0.6 cm. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).